Event description:
It was reported that a battery depletion (bd) alert was received from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.